Event description:
During a total abdominal hysterectomy, the bovie extension near the end of the bovie caused a burn on the pt's skin due to a breakdown of insulation which was noted on the device itself. Silvadene was placed on the burn site and a pressure dressing applied, entire lot pulled and MFR notified.